Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the original complaint is unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation found that the lens film is scratched and the bolus button is missing. Neither of these two malfunctions is likely to cause an adverse event as both issues are generally obvious and detectable by the user. A scratched display lens does not affect insulin delivery function, and boluses can be delivered using the normal bolus feature of the pump.

Event description:
The reporter claimed the patient had elevated blood glucose of 400-500 mg/dl with symptoms of ketones, slight nausea/vomiting, abdominal cramps, frequent urination, and irritable. Reportedly, after the patient changed the site and took 3 units of insulin via syringe, his blood glucose lowered to 326 mg/dl. The patient was feeling better soon after. During troubleshooting, the patient noted the following: mom confirms review of time /date, basal rates, I:c ratio, I:sf, bg target and iob duration is set correct. Tdd and bolus history are calculated correctly: there are no suspends, one temporary basal rate set: and not associated alarms in history. This complaint is being reported because the patient allegedly had a hyperglycemic episode while managing his diabetes with the animas product.